Event description:
Reporting status: serious injury/attempted medical intervention; permanent damage. Reporting rationale: dislodged stent remains in the patient's coronary. Device issue: stent dislodgement. It was reported that the lesion was pre-dilated with another company's balloon catheter. The vision stent delivery system (sds) was advanced to the lesion; however, the stent dislodged from the balloon. An attempt was made to expand the dislodged stent with different balloon catheters, but was unsuccessful. Another attempt was made to implant the stent at an unintended site, but was unsuccessful and the stent was lost in the patient's coronary. The lesion was successful and the stent was lost in the patient's coronary. The lesion was successfully treated with another company's stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. It is possible that the stent had some interaction with the heavy calcification of the lesion during advancement and this may have disrupted the stent on the balloon, facilitating the dislodgement. However, without the device to examine, a conclusive root cause cannot be determined. There is no indication of a product quality issue.